Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was confirmed that the device involved was discarded; however, a photo was provide and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during use the blood administration set leaked at the distal y-site. No injury reported.

Manufacturer narrative:
This report has been identified as (B)(4). No sample was available for further evaluation. However, a photo was provided. Based on the photo evaluation, no leakage was able to be observed via the photo. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.